Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that the doctor was performing a laparoscopic cholecystectomy and the tissue pad fell off the clamp arm at the end of the procedure and fell into the patient. The tissue pad was removed from the patient. The doctor no longer needed the device to complete the procedure. No consequence to the patient.